Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_992 - valved grafts pas sp1638-956 r742760001. It was reported that on (B)(6) 2023, a 23mm masters mechanical heart valve was successfully implanted. On (B)(6) 2023, 24 hours post procedure and after extubation, the patient was stable the first few hours. Later that day, the patient developed mild dysarthria and mild hemiparesis of the right upper limb that led to a neurological study for suspected ischemic stroke, which was confirmed by computed tomography (CT) perfusion. The patient was treated with acenocumarol. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of mild dysarthria, mild hemiparesis of the right upper limb and ischemic stroke was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was provided:the patient was treated with acenocumarol and spend 7 days in the hospital. The physician alleged that caused the stroke was cardio embolic. The patient was reported to be in stable condition.